Event description:
The customer reported an initial erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system. Subsequent testing of the patient sample continued to produce elevated results. The erroneous result was released out of the laboratory and questioned by the physician. The physician requested an analysis of a new sample from the patient. The new sample produced reproducible, lower results within the normal reference interval. Multiple re-analyses of the original and new samples recovered lower results, within the normal reference range. The customer indicated there was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the mixer speed was not with specification and adjusted the speed. The fse flushed the vacuum pump and adjusted the transducer temperature and voltage to specification. The fse adjusted alignments, replaced all peristaltic pump tubing, primed and performed (B)(4); all passed within specifications. The fse performed troponin I quality control (qc) - all levels were within the specified range. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. The customer-supplied data was reviewed. Quality control (qc) was within the customers established limits at the time of the event. Recent system checks, performed on (B)(4) /2012, had been within instrument specifications. The customer indicated the patient sample was collected in a lithium heparin plasma sample tube and centrifuged at 5,000 rpm (revolutions per minute) for ten minutes. The customer indicated the patient sample was filtered and visually inspected for fibrin clots prior to analysis. The customer had filtered the sample in question prior to reanalysis.